Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure without pt injury.

Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The upper cartridge cover was disengaged and was not returned for evaluation preventing co from reliably determining the cause for the difficulty reported.